Manufacturer narrative:
Device passed displacement test. Pump error 63 alarmed during self test and confirmed in device history with variable (004) due to broken trace at pin 1 (vdd) on u1 keypad assembly. P-cap / reservoir locks properly into place. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube thread and label damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. Customer stated that they ran self test and error was found. Customer stated that insulin pump was dropped and had a cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.